Event description:
The customer reported via phone call that she had a possible occlusion issue with the reservoir and set. Customer went to change her site yesterday and filled the reservoir with insulin. Customer hooked up the set and went to prime the tubing. Customer stated that the plunger moved a bit and got stuck. Customer was asked to return the reservoir and set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded. Plunger was easy to connect and release during testing.